Event description:
Doctor tried to load clip but found broken part of cartridge came out.

Manufacturer narrative:
Qn#(B)(4). The finished goods DHR was reviewed. Per the DHR, lot number 9860 of product 61114 vlock lg clip 6/cart 14/box was manufactured on 24oct2019. A total of (B)(4) units were manufactured. The lot was released on 06dec2019. DHR investigation did not show issues related to complaint. The customer returned one cartridge from unit 61114v vlock lg clip 6/cart 14/box for investigation. The cartridge was visually examined with and without magnification. Visual examination revealed that the retainer that holds the clips in the cartridge was missing. The supplier was consulted for this investigation. It was determined that the retainer fell off during loading of the clip due to operator error during manufacturing. The retainer was not properly secured to the cartridge. Corrective actions have been implemented by the supplier via ccr 21-034 to prevent this issue from recurring. The supplier was consulted for this investigation , and it was determined that the retainer fell off during loading of the clip due to operator error during manufacturing. The retainer was not properly secured to the cartridge. Corrective actions have been implemented by the supplier via ccr 21-034 to prevent this issue from recurring. The reported complaint of "broken/detached parts - cartridge" was confirmed based upon the sample received. Visual examination revealed that the retainer that holds the clips in the cartridge was missing. The supplier was consulted for this investigation. It was determined that the retainer fell off during loading of the clip due to operator error during manufacturing. The retainer was not properly secured to the cartridge. Corrective actions have been implemented by the supplier to prevent this issue from recurring.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Doctor tried to load clip but found broken part of cartridge came out.